Event description:
It was reported the patient went to bed with good stimulation, but woke up with no stimulation sensation. The device had a 75% full charge. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.